Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2004 the plaintiff was implanted with an unk mesh device "with the intention of treating her pop and sui" (pelvic organ prolapse and stress urinary incontinence). It was alleged that the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia", "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures", "has sustained permanent injuries", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.